Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd texium needle-free syringe was leaking. The following information was received by the initial reporter with the following: it was reported by customer that there was leakage from the texium male luer.

Manufacturer narrative:
The customer reportedly returned samples with one of our sales reps, but unfortunately there was issues in the return process and the samples were not able to be returned to the lab for investigation. The customer complaint of texium leakage could not be verified due to the product not being returned for failure investigation. Although we could not confirm the reported failure, a trend has been identified and actions have been initiated to investigate the texium leakage issue. Corrective actions taken during this investigation will be implemented in our production process to further increase the robustness and reliability of the device and prevent future occurrences of this type. A device history record review could not be performed because the lot number is unknown.

Event description:
No additional information